Event description:
On (B)(4) 2013 it was reported that the patient underwent a generator replacement on (B)(6) 2013 and the generator was turned on (B)(6) 2013. The patient attended clinic for a vns adjustment and on interrogation high lead impedance was observed with an impedance value >10,000ohms. The patient¿s settings were noted to be output=0.25ma/frequency=25hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=0.5ma/magnet on time=60sec/magnet pulse width=500usec. The patient¿s parents noted that the patient has been ¿off form¿ the past week but there was no history of trauma or falls since the new battery was implanted. The parents reported that they have kept him in his wheelchair and out of activities to give his wound the best chance to heal. The patient¿s vns was disabled and the patient was referred for x-rays. It was stated that the physician does not want to provide the x-rays to the manufacturer. However, it was stated that from the x-rays the surgeon thinks the lead pin is not fully inserted into the header of the generator. The patient was referred for surgery. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.